Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2014, the reporter contacted animas, alleging that the pump was having intermittent power and moisture was noted in the battery compartment. The reporter confirmed that there was no noted damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings:a review of the pump black box shows evidence of two unexplained power events. There was no damage found to the battery cap. The battery compartment was observed to be cracked between the bumper pad and the cover; moisture was observed in the battery compartment. The battery cap was found to fully attach to the pump and the pump powered on successfully; the pump was exercised for 24 hours without power events occurring. A pump leak test was performed and the pump was found to be leaking from the battery compartment. The pump was opened and no additional moisture was observed inside the pump. Unrelated to the complaint, the display screen was observed to have a pinkish contrast during testing.